Manufacturer narrative:
Additional information in b5. Received four (4) new mc100 microclaves for inspection. No defects or anomalies noted. Each of the microclaves was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer added that the event occurred during infusion.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a microclave¿ clear neutral connector generated a leak during patient use. It was reported that the leaking microclave connectors were discovered by the neonatal intensive care unit (nicu) staff. When the leaking connectors were replaced with connectors that were manufactured under a different lot, those connectors did not leak. There was a patient involvement and no harm/adverse event was reported.